Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to water leak in printed circuit board, the device cannot be operated, and the image of composite signal is not displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited water leak in dp board, the device cannot be operated and due to water leak in cp board, the image of composite signal is not displayed. There was no patient involvement.